Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during high voltage therapy delivery for noise. The device was tested on the bench, and the hv output circuit was noted to be damaged. The cause of the hv output circuit damage could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that prior to explant the device went into backup mode.

Event description:
It was reported that the asymptomatic patient presented to clinic with an alert for possible high voltage circuit damage. The patient received appropriate hv therapy for ventricular tachycardia which resulted in a shorted output stage detection alert and low, out of range hv lead impedance. In clinic capacitor maintenance was unsuccessful and resulted in a second shorted output stage detection alert. Device was explanted and replaced. The patient condition was fine.